Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that there was a microphone fault. A philips field service engineer (fse) confirmed the operator was not able to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that a microphone fault had occurred and the operator intermittently was not able to hear sounds from the scan room. The philips field service engineer (fse) confirmed there was no report of any patient impact or harm as a result of this issue. The philips fse went to the site to evaluate the system. The fse was able to confirm the customer's allegation. The fse determined that a failed microphone on the breathing light assembly was the cause for the loss of communication. The fse replaced the breathing light assembly and the system was returned to full functionality. The system is operational and in clinical use. This event has been determined not to be a reportable event.